Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The patient called to report ultrafiltation concerns. A review of the patient¿s treatment records identified that the patient drained 4303 ml during drain 4 of 4 of the treatment. This drain volume is 215% of the patient's fill volume of 2000 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. In a follow up, a nurse said there was no harm, intervention or advere event. The patient did get a new cycler and has been using it with no issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.